Manufacturer narrative:
The device was returned to the manufacturer for analysis. Could not confirm reported problem. Mvs computer was powered as expected. Mvs computer was installed in an mvs cart connected to an o-arm imaging system and ran without any issues. The device was replaced and a system checkout was performed. A medtronic representative went to the site to test the equipment. The device passed the system checkout. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of MDR's filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the mobile view station (mvs) is very slow and the application takes up to two minutes to run. It rebooted itself during the surgery (after the reboot, they continued without any further problem). No delay nor impact on patient. Also, some stand alone mode flashes occur (just a second and it gets back to normal operation).